Event description:
It was reported that there was no increase in sedation or medications at time of patient temperature (pt) drop. Patient was not on crrt. Nurse stated patient temperature (pt) was 103f device was set to 97f and the patient was cooled to 95f in an arctic sun device. Trying to determine why the overshoot. Ts foley patient temperature (pt) was 95.2f, targeted temperature (tt) was 97.5f rewarm rate 0.5c/hr water temperature (wt) was 89.1f. They did receive alert 11 (patient temperature 1 below low patient alert) patient temperature (pt) 1 below low patient temperature (pt) alert. System diagnostics showed that the outlet monitor temperature (t1) was 91.2f, outlet control temperature (t2) was 91.2f, inlet temperature (t3) was 90.3f, chiller temperature (t4) was 39.7f, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 73 percentage, mixing pump command (mpc) was 0 heater 22 percentage, water reservoir level (wrl) was 5, system hours were 69.7c and pump hours were 35.4c. Patient temperature (pt) was dropped to 95f, but water temperature (wt) was increased to 91.2f. Advised to keep an eye on patient temperature (pt) and water temperature (wt) over the next hour. If patient temperature (pt) continued to drop and water temperature (wt) did not increase call back.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. System diagnostics showed that the outlet monitor temperature (t1) was 91.2f, outlet control temperature (t2) was 91.2f, inlet temperature (t3) was 90.3f, chiller temperature (t4) was 39.7f, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 73 percentage, mixing pump command (mpc) was 0 heater 22 percentage, water reservoir level (wrl) was 5, system hours were 69.7c and pump hours were 35.4c. Patient temperature (pt) was dropped to 95f, but water temperature (wt) was increased to 91.2f. Advised to keep an eye on patient temperature (pt) and water temperature (wt) over the next hour. If patient temperature (pt) continued to drop and water temperature (wt) did not increase call back. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no increase in sedation or medications at time of patient temperature (pt) drop. Patient was not on crrt. Nurse stated patient temperature (pt) was 103f device was set to 97f and the patient was cooled to 95f in an arctic sun device. Trying to determine why the overshoot. Ts foley patient temperature (pt) was 95.2f, targeted temperature (tt) was 97.5f rewarm rate 0.5c/hr water temperature (wt) was 89.1f. They did receive alert 11 (patient temperature 1 below low patient alert) patient temperature (pt) 1 below low patient temperature (pt) alert. System diagnostics showed that the outlet monitor temperature (t1) was 91.2f, outlet control temperature (t2) was 91.2f, inlet temperature (t3) was 90.3f, chiller temperature (t4) was 39.7f, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 73 percentage, mixing pump command (mpc) was 0 heater 22 percentage, water reservoir level (wrl) was 5, system hours were 69.7c and pump hours were 35.4c. Patient temperature (pt) was dropped to 95f, but water temperature (wt) was increased to 91.2f. Advised to keep an eye on patient temperature (pt) and water temperature (wt) over the next hour. If patient temperature (pt) continued to drop and water temperature (wt) did not increase call back.